Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. Additional information was requested, and the following was obtained: please provide procedure name: not aware the exact name of procedure, but robot procedure regarding urology specialty. It is stated: "the events occurred several times after that". How many sutures separated from the needle during suturing on this one patient during this single surgical procedure? 3 or 4 strands. What tissue/location was suturing when pull-off occurred? Not aware the location that the product used. Events reported via: 2210968-2021-07747, and 2210968-2021-07749.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the needle got detached from the strand several times. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.